Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. There was a non-conformance (nc) opened on the lot to address a high bubble point scrap rate. All discrepant product identified was discarded. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred about halfway into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal and external blood leak. The leak was visually observed and dripping from the hanson connection. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
This follow-up report was launched in error.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred about halfway into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal and external blood leak. The leak was visually observed and dripping from the hanson connection. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.